Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performedi nvestigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
B2 corrected and removed checkbox for "hospitalization". Checkbox inadvertently checked and does not imply for this reported event.

Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported that during lysis buffer bottle replacement on the alinity m instrument, lysis buffer began to leak to the floor. The solutions drawer status screen shows that all reagents (lysis, vapor barrier, and diluent) are empty in the reservoirs and bottles. The customer cleaned the lysis buffer that had leaked on the floor and inside the drawer. The field service engineer (fse) replaced the float lysis sensor and printed circuit board (pcb) universal system solution drawer. The liquid leaking reached the floor and about two or three centimeters were visible in front of the instrument on the walking surface. There was no report of injury related to the leak. There was no exposure related to the leak. The operator was using lab coats, protective glasses, surgical gloves and mask. This incident is being reported to FDA because the incident occurred in brazil using the alinity m system, list 8n53-02, which is also us FDA approved.